Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the devices is unknown. The lot numbers of the product are unknown; therefore the device history records, complaint history could not be reviewed. It could not be verified if the devices are part of field notification (B)(4). The urgent medical device notification, sent to surgeons states that as determined, a potential risk associated with low porosity is loosening due to lack of in-growth, particularly when using a shell that does not provide supplemental fixation. This letter states, that evaluation by zimmer and an independent orthopedic surgeon indicates that a shell with a porosity 2% below the specification is unlikely to pose an elevated risk. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the surgeon had an unknown number of patients who experienced their trilogy shells not in-growing. The surgeon is concerned this is related to a product recall.